Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3 mapping system, lasso 2515 nav variable decapolar catheter. Other companies¿ device were used in this study: rf transseptal needle (baylis medical), ep-workmate (st. Jude medical). (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 176 patients with af underwent catheter ablation from march 2013 to december 2014. Among them, 13 patients in warfarin group developed asymptomatic cerebral microthromboembolism based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿five-year follow-up outcome after catheter ablation of persistent atrial fibrillation using a sequential biatrial linear defragmentation approach: what does atrial fibrillation termination during the procedure imply?¿ the purpose of this study was to compare the incidence of asymptomatic cerebral microthromboembolism and hemopericardium in af ablation among periprocedural use of rivaroxaban, apixaban, and warfarin. Suspect device is thermocool smarttouch ablation catheter, however catalog or lot number are unknown. Concomitant products that used in this study: carto3 mapping system, lasso 2515 nav variable decapolar catheter. Other companies¿ device were used in this study: rf transseptal needle (baylis medical), ep-workmate (st. Jude medical)